Manufacturer narrative:
When the hill-rom technician investigated the lift, he found the emergency stop button was not activating properly. When the emergency stop button was pressed in, it would intermittently pop back out. The hill-rom technician found the control box needed to be replaced. According to the periodic inspection ((B)(4)), the emergency stop function shall be checked at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was sticking. The lift was located at castledene respite newcastle at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).